Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material or root cause cannot be identified. However, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign material present in the light guide cover glass, connecting tube and on the adhesive of the bending rubber (a-rubber). There was no patient involvement.